Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged visualization of particles. There was no report of patient harm or injury. The device was returned and manufacturer could not confirm particles in air path but found evidences of foam degradation during device evaluation.

Manufacturer narrative:
The manufacturer previously reported information alleging an issue related to sound abatement foam. The patient alleged visualization of particles. There was no report of patient harm or injury and is not in scope of res 88058. The device was returned and manufacturer could not confirm particles in air path but found evidences of foam degradation during device evaluation. Therefore, there is no allegation of a reportable event associated with the device at this time.